Event description:
A harmonic ace handpiece was hooked up; instead of performing as expected, the hand piece just let out a hissing sound and did nothing. A new disposable handpiece was added to the field, used with the same harmonic scalpel cord and machine, and worked just fine. There was no injury to the patient.====================== health professional's impression======================defective handpiece.====================== manufacturer response for harmonic ace ======================rep will come tomorrow to investigate.